Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) were returned to the service and repair depot for evaluation: failure analysis: evaluation of the xenon lightsource found that the unit failed to power on when the power button was pressed and both fuses were blown. It was determined that the power supply was faulty. The power supply and both fuses were replaced to correct this issue. Once powered on, the unit failed the lamp hard start test. In addition, the bottom trim was cracked. Both the lamp and bottom trim were replaced to correct these issues. Root cause analysis: evaluation identified a failing power supply due to wear, leading to the issue of blowing fuses. The complaint reported by the customer was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) does not power on and was blowing fuses. It is unknown under which circumstance this event occurred; however, no patient injury, death or surgical delay was reported.